Event description:
It was reported that this lead was an attempted implant. During the procedure, after inserting the lead into the right ventricular port of the device, sensing and impedance were good; however, there was no pacing. Trying another position and replacing the testing cable and programmer did not resolve the issue. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead is expected to be returned.